Manufacturer narrative:
(B)(4).

Event description:
During the procedure it was reported there was a signal flat line during ablation. Additional information provided stated the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings. The signal loss occurred on both carto and ep recording systems at the same time. The physician was not able to complete the procedure. The physician stated the patient was doing fine. No patient consequence due to canceled procedure.